Manufacturer narrative:
Corrected field: e2/e3/g2 (contact was a health professional). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although it was confirmed that the paint was peeling, the cause could not be further specified. The event can be prevented by following the instructions for use (IFU) which state: "warning: ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found coating peeling on the connecting tube, the channel tube was broken and was not waterproof, the electrical connector was corroded, the bending angle in the up direction did not meet the specification due to wear of the angle wire, and there were scratches on the image due to breakage of the charge coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported a channel leak from the evis lucera ultrasonic bronchofibervideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: paint peeling of connecting tube. There were no reports of patient or user harm associated with this event.